Event description:
It was reported that intermittently the pump touchscreen will shut off. There was no reported impact to the patient's blood glucose level. The customer declined further follow up from tandem technical support. No additional information was provided.